Event description:
It was reported that there was an issue with the pump's touchscreen responsiveness, as the screen was frozen and would not respond to input. There was no adverse impact to the customer¿s blood glucose level. The customer received complete pump reset information and successfully reset the pump, which resolved the issue.